Manufacturer narrative:
Not sold in USA. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, when the needle was connected to the connector, temperature fluctuating was observed. The new device was used to complete the case without issue. There was no patient involvement.